Event description:
The nurse stated that the insertion was "difficult" up to 20cm. It was flushed at this point with resistance. Clear fluid was returning from the entry site-procedure was abandoned. A hole was noted on flushing after removal of the PICC.